Event description:
It was reported that the patient had an inappropriate shock due to oversensing of some electro-mechanical noise. The sensing vector was set to the primary sensing vector. Technical services reviewed the electrograms and discussed some testing to do for noise. There were no additional adverse patient effects. The system remains implanted.